Event description:
Additional information received from the patient who continued their complaint about being shocked at the courthouse. Caller repeated feeling the shock, thinking the security guard was at fault, peeing all over themselves, and being laughed at. Caller also noted at that time that their right leg went dead numb after the shock and they have seething pain in their right leg. The patient also thinks they've noticed the lead wire has moved as a result of the shock. Caller mentioned the hcp didn't think there was an issue, but did an x-ray. The patient doesn't have the results from the x-ray, but noted that it hurt and was blue; they never felt that before. The caller also thinks the battery level dropped too rapidly as a result of the shock. They added that they checked their ins on (B)(6) 2019 and (B)(6) 2019 and noted it was at 65% and 55% respectively; the patient and hcp both said it was a huge jump. The caller doesn't think it is normal after being wanded. The call center reviewed to send the old parts back to the manufacturing company for analysis if a replacement occurs. The next day, patient called back wanting to get in touch with their manufacture representative (rep) regarding a possible revision. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va1n4v8, implanted: (B)(6) 2018, product type lead. Patient code c3303, eval code method 4117, eval code-result 3221, and eval code-conclusion 67 apply to interstim ii (serial#(B)(6)) and lead (lot#va1n4v8). Patient code c37921 and device code c62917 applies to lead (lot#va1n4v8) only. Patient code c34857 and device code c63030 applies to interstim ii (serial#(B)(6)) only. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient states she knows she can't have MRI and go through security gates. Patient reports she went to the court house yesterday and the police officer put a wand over her implant and now her implant is not operating like it should. Patient reports she had an unbelievable shock to the heart and almost went into cardiac arrest, she peed all over herself, was nauseous and almost passed out and the officer thought it was funny. Patient reports she is not ok and she checked her implant and the implant is not working properly and thinks the officer damaged her product. Patient states she is driving. Patient states the shock was so much it was like having a heart attack. Patient states the police officer did it on purpose because he held it there. Patient asked if they could have damaged their organs or tissue in the body yesterday. Patient services tried to review security gate guidelines and recommended the patient consult with their doctor. There was no troubleshooting done because patient was driving. On (B)(6) 2019 a lieutenant from the sheriff¿s department called to inquire about device compatibility guidelines for security devices. Caller re-reported that patient was shocked when the officer used the security wand. Caller stated patient believes her device is messed up due to the security wand. Caller stated he would like to train his department on the proper guidelines because he is not familiar with the device. Caller provided patient's device serial and stated that the patient filed a complaint on the officer that held the wand over her ins, but caller stated the patient has not taken legal action at this time. Patient services reviewed security compatibility guidelines with caller and emailed caller the therapy guide. Caller mentioned the patient did have a handheld device with her at the time. Patient services advised they could call for compatibility guidelines at any time. On (B)(6) 2019 patient reported they had their device checked and changed some settings, that they were going back tomorrow, but that it was not working properly. Patient kept stating that it was still not working properly and she was still peeing a lot. Patient planned to see their doctor (B)(6) 2019. No further complications were reported or are anticipated.